Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device volume was not within acceptable range. The event occurred during testing and was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
G3 - date received by mfg; corrected.

Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. During the visual inspection it was found that the base of expulsor was contamination by fluid ingression. During the functional testing, after running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Fluid ingression was found on the chassis base of the expulsor, which damaged into the expulsor gasket causing an inconsistent delivery issue. The most probable cause of the issue was fluid ingression on the base of expulsor. The expulsor was replaced as well as the 8 keypad, overlay, rear label, bottom label wide, rtc battery, dso, chassis gasket, latch gasket, 2 valves, flat gear and flag gear. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.